Event description:
Caller reported a cartridge alarm that occurred during the load process and had experienced this issue with consecutive cartridges, though not previously with the specific pump serial number. There was no adverse impact to the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it to tandem within 10 days to avoid being billed, and was advised to program their pump settings and connect their cgm to the replacement pump, which was sent by cts. The customer currently has no backup therapy available and will contact their healthcare provider for further assistance.